Event description:
It was reported that the surgeon inserted a competitor's lens with the msi-tm injector and the optic was torn. The lens was removed and replaced with another iol without any patient injury. The patient's current prognosis is very good.